Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative an on site investigation. The ffb software node was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.